Event description:
It was reported that the customer was transported to the emergency room by ambulance and was hospitalized in the intensive care unit with a blood glucose (bg) level exceeding 400 mg/dl, cause was unknown. Customer could not recall the treatment they received; however, treatment resolved the issue without any permanent damage, resulting in release from the hospital on 8/19/25. System check with tandem technical support confirmed the pump was functioning as intended.